Manufacturer narrative:
Investigation of the returned catheter revealed its tip broken off at approx. 2mm from tip end, or at the section of plastic polymer. Trace of breakage by pulling force was seen on the breakage site. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that the distal end of the catheter was trapped in the heavily calcified target lesion, the tip was broken apart due to the force exceeding the product design limit when the catheter was removed back with force. IFU describes ; as contraindications: - do not use this microcatheter in advanced calcified lesion. As warnings: - if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects ; "separation"

Event description:
Reportedly, when the subject catheter was used for the heavily tortuous heavily calcified cto lesion at mid lad, radiopaque tip got stuck in calcified plaque, and when the catheter was removed the tip part was broken off and stayed in the vessel. The procedure was continued with other catheter, while the broken tip was moved backwards when a balloon dilatation catheter was retrieved, the broken fragment remained in a diagonal branch. The fragment was kept remained in the place at the physician's discretion. Patient is in stable condition.

Manufacturer narrative:
(B)(4).